Event description:
It was reported that during an unknown procedure, the device was leaking gas from valve. It would appear from the joint between the removable cap and the shaft of the trocar. Checked to make sure the top was securely in place. Another device was used to complete the procedure. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.